Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The complaint states that "alert/notification settings" was reported. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which they experienced a hyperglycemic event. It was reported that the day of the event the patient had intermittent alerts, and that the patient received no alert at all. The patient experienced feeling weak, throwing up, and had brain fog. The patient was brought to the hospital by a friend where they were diagnosed with diabetic ketoacidosis. At the hospital they received intravenous treatment with insulin. The patient stayed for a total of 3 days at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.